Manufacturer narrative:
Consumer alleged the control box on the bed caught fire. No injury is reported. The bed is 5 years old and no longer in warranty. The junction box and pendant were inspected by engineering. The bed pendant was tested and functioned with no discrepancies. The junction box was tested and the foot section of the box functioned with no discrepancies. The head function was tested and smoke was emitted out from the bottom of the head connector of the control box. Although localized heating of the failed component and the surrounding potting material occurred, this incident did not result in a fire. Nor was a fire observed during the test. Reported incident is the result of a failed component within the bed control box. Both the case body and the potting material that encapsulates the pcb assembly are produced from flame rated materials. Given a failure of this type, the potting material would contain any debris. The components were replaced. MDR filed based on the notation in form (B)(4) received by invacare on (B)(4) 2010. As noted, no injury was reported nor was evidence of a fire observed during product evaluation. Nonetheless, this MDR is being filed in response to form (B)(4) notation.

Event description:
The consumer alleges her control box on the bed caught on fire. No injury is alleged.